Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a headache, nausea, burning sensation and she did vomit. She uses tandem tslim in modified closed loop. The cgm on the "receiver" and mobile device was 180 mg/dl. She did not check the bg and called 911. When she arrived at the hospital her readings were cgm 180 mg/dl vs bg meter 600 mg/dl. The doctor gave her insulin drip and electrolyte, antibiotic, pain medicine and something for nausea were given via IV. She stayed in the hospital for 2 days and was discharged on (B)(6) 2025 and felt okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 180 mg/dl cgm reading. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.